Manufacturer narrative:
Device evaluation summary: visual inspection shows one of the jaw tips is broken off. Reason for return was confirmed. Additional information b5: medtronic received additional information that there was no damage to the box or device prior to use. No other devices in the same box/shipping container were damaged. The broken piece did not fall into the patient, it was attached to the guide. The surgeon used the forceps they used for the video-assisted thoracoscopic surgery (vats) procedure through the scope to retrieve the broken guide. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an ablation procedure using the cardioblate gemini device, the tip of the probe snapped off while the surgeon was performing the sixth lesion, accompanied by an audible snap sound. The product was replaced to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.